Event description:
The customer reported that this unit is intermittently not showing the ECG waves or numbers when docked to a beside monitor (bsm). The unit was not in patient use at the time.

Manufacturer narrative:
Details of complaint: the customer reported that this unit is intermittently not showing the ECG waves or numbers when docked to a beside monitor (bsm). According to the customer, sometimes redocking the unit will resolve the issue. The customer tested the unit on a different bsm and a different 1700 on the same bsm and the issue seems to follow this bsm. The unit was not in patient use at the time. Investigation summary: the device with the reported issue was returned for evaluation. During the evaluation, the reported issue could not be duplicated; therefore, a root cause could not be determined. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 01/08/2026 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 2: 01/12/2026 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: 01/16/2026 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type?. H3 device evaluated by manufacturer?. H11 additional manufacturer narrative.

Manufacturer narrative:
The customer reported that this unit is intermittently not showing the ECG waves or numbers when docked to a beside monitor (bsm). According to the customer, sometimes redocking the unit will resolve the issue. The customer tested the unit on a different bsm and a different 1700 on the same bsm and the issue seems to follow this bsm. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that this unit is intermittently not showing the ECG waves or numbers when docked to a beside monitor (bsm). The unit was not in patient use at the time.